Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas for pancreatic fluid collection during a cystgastrostomy procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange was attempted to be deployed. However, the first flange never fully opened. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event.